Manufacturer narrative:
This is a follow up to emdr (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported ¨bilateral deflations, dents, lumps, pain, malaise, depression, back pain, ¿zig zags in arms and legs¿, ankle and feet swelling, high blood pressure, constantly confused, memory loss, tired, hair loss, dry mouth, anxiety, nipples seem darker, breasts sting when it¿s cold outside and exchange¨. Later, patient reported ¨ripple effect under the skin", "burning under arm", "doesn't feel like a boob", "inside of the nipple feels very hot", "hair is falling out" and concern that the implant was textured¨. This is for the right side. Device remains implanted.